Manufacturer narrative:
Another initial reporter: (B)(6)another contact info: (B)(6).a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had autofill failure prior to use. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. A getinge field service engineer performed a full inspection and pm. No issue was found. The unit passed all functional and safety tests in accordance with the manufacturer's specifications.

Event description:
N/a.